Event description:
A falsely elevated troponin result was obtained on the dimension rxl max. The result obtained on the patient was 2.9 ng/ml. A previous sample and subsequent sample were negative. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely eleveated troponin result. Analysis of instrument performance resulted in preventive maintenance being performed.

Manufacturer narrative:
No further evaluation of the device is required. Dade behring representative performed a complete pm on the analyzer.